Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was excessive bleeding at the staple line of the gastric pouch. The surgeon uses gold reloads with peri strips to create the gastric pouch. The day after the case (one day post op) the patient was taken back to surgery due to uncontrollable bleeding from the staple line at the gastric remnant. During the second surgery, the staple line was over sewed and hemostasis was achieved. One device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information has been requested. No response has been received to date.